Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was noted that since implant every once in a while the patient got a shock where her stimulator was in her back and it ran down her leg and sometimes it felt like her leg was going to buckle on her. It was noted that it happened "every so often." It was logged "it lasted for just a couple of seconds and the pain gradually went away her legs got kind of like shaky for a few seconds then it gradually went away." It was reported it could happen when the patient was standing, when she was walking, or when she was sitting-it happened at different times. It was later reported the patient had felt the shock when she had the device turned off.